Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip xtw was successfully placed centrally on the anterior-septal leaflets. After deployment, it was visualized that the clip shifted on the septal leaflet, but remained partially attached. A triclip xt was then implanted mid-centrally on the posterior-septal leaflets to stabilizer the triclip xtw and reduce tr. The procedure was disocntinued, the final tr was reduced to grade 2. There was no adverse patient sequela or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration per the physician is due to a combination of the patient anatomy and retention force of the device. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to shadowing from interatrial septum patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.